Event description:
It was reported that there were channel errors from four attached pump channels (three large volume pumps and one patient controlled analgesia. Patient pressed button for pca delivery and the entire set up crashed, all screens/lights lit up then turned off, and the set up rebooted. No information was retained or retrievable from the previous settings. Devices removed from service and red tagged. The event occurred at 0322 and there active infusions were hydromorphone and ketamine pca on demand dosing; ivf maintenance at 5 ml/hour; heparin at 500 unit/h (5 ml/h); alteplase at 0.5 mg/h (5 ml/h). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were channel errors from four attached pump channels (three large volume pumps and one patient controlled analgesia. Patient pressed button for pca delivery and the entire set up crashed, all screens/lights lit up then turned off, and the set up rebooted. No information was retained or retrievable from the previous settings. Devices removed from service and red tagged. The event occurred at 0322 and their active infusions were hydromorphone and ketamine pca on demand dosing; ivf maintenance at 5 ml/hour; heparin at 500 unit/h (5 ml/h); alteplase at 0.5 mg/h (5 ml/h). There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a channel error is suspected to be a channel disconnected alarm that occurred with two pump modules; however, the cause could not be determined from just a review of the received pcu event log. ¿ the suspect pcu (s/n: (B)(6)) logs were provided from the customer to ascertain even details associated with the reported issue, however, the logs for the other modules reported in the complaint were not provided. The event date as 04jan2025 at 03:22 am. ¿ the customer reports four (4) infusions were programming at the time of the issue, which corresponds to the four respective modules reported in the complaint. ¿ the next list below shows the last infusions and activity on (B)(6) 2025. ¿ at 1:29 am the pcu was power on and attached. ¿ at 1:30 am pump module (s/n: (B)(6)) programming infusion with concentration = 0.1; rate 5ml/h; volume to be infused (vtbi) = 70ml; drug alteplase; pvi = 0 ml, duration of the infusion was two hours and eighteen minutes (tpvi = 11.215 ml). ¿ at 1:35 am pump module (s/n: (B)(6)) programming infusion with concentration = 100; rate 5ml/h; vtbi = 40ml; drug heparin; pvi = 0 ml, duration of the infusion was two hours and fifteen minutes (tpvi = 11.106 ml). ¿ at 1:37 am pump module (s/n: (B)(6)) programming infusion rate = 5 ml; vtbi = 800 ml; drug ivf maintenance; pvi = 0ml; duration of infusion was four hours and twenty-three minutes (tpvi = 21.907). ¿ at 1:47 am pca (s/n: (B)(6)) programming infusion rate = 150ml/h; vtbi = 0.2ml with pvi = 0ml and a volume of 33.4715 ml. Every 5-10 seconds an infusion is programmed with a rate = 150 ml/h and vtbi 0.2 ml, this behavior lasted for one hour and thirty-three minutes. ¿ at 3:36 - 3:38 am pump module (s/n: (B)(6)) alarmed infusion flo stop open (door open) and then occluded patient side; pvi = 10.515 ml; infusion restart. ¿ at 3:48 am pump module (s/n: (B)(6)) unit disconnected (channel disconnected alarm) and was removed; tpvi = 11.215 ml. ¿ at 3:50 am pump module (s/n: (B)(6)) unit disconnected (channel disconnected alarm) and was removed; tpvi = 11.106 ml. ¿ at 3:51 am pca (s/n: (B)(6)) programming infusion rate = 150ml/h; vtbi = 0.2ml with pvi = 1.8ml and a volume of 31.6715 ml. Every 5 seconds an infusion is programmed with a rate = 150 ml/h and vtbi 0.2 ml, this behavior lasted for two hours and twenty minutes. The total volume infused was 3.4ml. ¿ at 5:41 ¿ 5:42 am pump module (s/n: (B)(6)) alarm occluded patient side; pvi = 20.361 ml; infusion was restarted. ¿ the external and internal inspection of the device could not be performed as no devices were returned for inspection and no pictures were included, however, the facility provided logs and emails for the event issue. ¿ no laboratory testing was able to be performed on the reported devices as they were not returned for investigation. ¿ the alaris system user manual (v12.1), states within inspection requirements, ¿to ensure that the bd alaristm system remains in good operating condition, both regular and preventative maintenance inspections are required.¿ ¿ the bd alaris¿ pcu software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Root cause: the probable cause for the reported channel error is suspected to be a channel disconnected alarm that occurred with two pump modules s/n: (B)(6). The root cause for the channel disconnected events could not be determined from the logs and emails only investigation.